Event description:
It was reported that the pt's catheter tip was in the epidural space and physician was going to revise the catheter to place the catheter tip intrathecally. The medication being delivered via the device was baclofen.

Manufacturer narrative:
(B)(4).